Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic (2 days post onset of symptoms) consumer. It was reported that the consumer tested positive with another antigen assay and then negative with quickvue otc. No confirmatory testing had been completed.